Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe was unable to aspirate. The following information was provided by the initial reporter: consumer reported syringe that will not fill up.

Event description:
It was reported that the relion insulin syringe was unable to aspirate. The following information was provided by the initial reporter: consumer reported syringe that will not fill up.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8127867. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.